Event description:
It was reported the patient had an overstimulation sensation. It was stated the patient¿s stimulation was extremely painful to the point where they could hardly walk. It was noted the patient had pain in the top of their tailbone and buttocks area. The patient stated they initially thought this was part of the healing process but when they turned stimulation down to 0 volts the day prior to report the symptoms completely went away so they knew that the stimulation was causing the pain. The patient met with their manufacturer representative the day of report to change settings but they were still having the same problem. The patient¿s device was changed from program 2 to program 3 at 1.1 volts but it was bothering the patient so they turned it down to 0.8 volts but was still having discomfort. The patient noted it was difficult for them to adjust the stimulation to a comfortable level because when they made adjustments they only felt pain versus a fluttering feeling. Follow up information received from the patient reported that they still had concerns with their device therapy but was working with their manufacturer¿s representative. Appointments of (B)(6) 2013 and were noted. It was also reported that the patient reported that they received assistance from their doctor/manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2013 was noted for that field. Additional information from the healthcare provider stated the patient never was happy with their implant. It was reported there were no abnormal impedances and no problem with the implantable neurostimulator (ins), lead or programmer. It was noted the ins and lead were explanted on (B)(6) 2013. The patient did not require hospitalization and it was stated the patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09ftm, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).